Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cause of the intracerebral hemorrhage was unknown and not traumatic. The patients international normalized ratio (inr) status was 4.13 and was unconscious.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced neurological dysfunction due to an intracerebral hemorrhage. The patient was hospitalized through the emergency room on (B)(6) 2024 where a brain computed tomography (CT) was performed. A large amount of acute intraventricular hemorrhage with ventricle dilatation was found. Supportive care was given but the patient passed away on (B)(6) 2024. The event was not thought to be device related.